Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed noise, oversensing and high thresholds. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service. The source of the clinical observations was not able to be determined. There were no additional adverse patient effects reported.